Manufacturer narrative:
The autopulse platform s/n: (B)(4) was returned for evaluation. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and no physical damage was observed. The primary complaint was not confirmed. There were no issues observed with the lcd/display screen. Review of the archive data found no critical issues. The device passed functional testing with no faults or errors reported. In summary, the primary complaint regarding the autopulse platform's display screen was not confirmed and could not be replicated. The root cause of the problem could not be determined. The autopulse platform is a reusable device and was manufactured on 7/2/2010.

Event description:
During a shift check, it was reported that the display screen on the autopulse platform (s/n (B)(4) appeared blank or displayed random characters. According to the reporter there may have been trauma to the display screen. There was no patient involvement reported.